Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the left ventricular lead had dislodged into the main coronary sinus and was not capturing. High threshold was also noted. The lead was repositioned and is still in use. After the repositioning when the physician was reconnecting the leads to the device, the physician could not engage the set screws for the right ventricular or left ventricular ports. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.